Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) been evaluated. The batch 5411070 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples version 11 for the code tubing connector detached from infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with version 9 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with version 4 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 5411070 was manufactured on the packing process in the multivac m14, on 06/mar/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.